Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device and leads were removed due to leads had very high or no capture. No additional adverse patient effects.